Event description:
During a routine follow-up for a previous evoke 12c percutaneous lead kit - 60cm revision, the patient reported painful stimulation with the current settings. An x-ray showed the evoke 12c percutaneous lead kit - 60cm had migrated. Impedances were noted to be in range. Re-programming on other electrodes didn¿t give adequate coverage. A lead revision is expected to occur on (B)(6) 2023. It was further reported the lead revision procedure took place on 22 june 2023. The lead was removed, and replaced with a new lead. Patient is stable and therapy is running properly.

Event description:
During a routine follow-up for a previous evoke 12c percutaneous lead kit - 60cm revision, the patient reported painful stimulation with the current settings. An x-ray showed the evoke 12c percutaneous lead kit - 60cm had migrated. Impedances were noted to be in range. Re-programming on other electrodes didn¿t give adequate coverage. A lead revision is expected to occur on (B)(6) 2023.